Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was sitting in the reclining chair and was watching tv when all of the sudden, the alarm starting going off saying the cgm was reading around 40 mg/dl and the patient was treated with sugar tablets, sugar water and mountain drew (sugar drink). At an unspecified time of the event the patient experienced a ¿diabetic coma¿. She was taken to the hospital by the spouse, there they took a bg reading which was 700 mg/dl. At the hospital the patient was treated with insulin. The patient was discharged after 4 days. At the time of the report the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
The patient was sitting in the reclining chair and was watching tv when all of the sudden, the alarm starting going off saying the cgm was reading around 40 mg/dl and the patient was treated with sugar tablets, sugar water and mountain dew (sugar drink). At an unspecified time of the event the patient experienced a ¿diabetic coma¿. She was taken to the hospital by the spouse, there they took a bg reading which was 700 mg/dl. At the hospital the patient was treated with insulin. The patient was discharged after 4 days. At the time of the report the patient was feeling ok.